Event description:
It was reported that the patient acquired an infection. The patient was hospitalized, given antibiotics and the device was explanted. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.